Manufacturer narrative:
E1 reporting institution phone: (B)(6). E1 reporter phone#: analysis was performed remote service personnel which included troubleshooting. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was windows license expiration. The issue was resolved when windows activation and system setup were performed. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on a patient information center ix indicating that several control units had failed and were no longer connecting to the server. The device was in clinical use on a patient at the time of the event. No adverse event was reported.